Manufacturer narrative:
(B)(4). - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03177 indicting the brand name as a mechanical (manual) wheelchair with common device name as 890.3850. The correct brand name is mechanical walker, rollator, correct common device name is 890.3825.

Event description:
Dealer states right brake no longer functional.